Manufacturer narrative:
It was claimed that message: "pressure transducer difference >5cmh2o" was displayed. The claimed issue was related to internal leakage test failure during pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on further information provided, the pressure transducer printed circuit board (pcb) was pointed out as defective and has been replaced to solve the issue. The device was delivered to the user in working condition. Defective pressure transducer printed circuit board may lead to high pressure. The root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference >5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).